Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament calibration was done. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a filament regulator failure error was displayed. No pt injury was reported.